Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that many episodes of rv lead noise reversion were observed. Upon further inspection the rv lead noise episodes were true noise. The patient was not symptomatic. The patient is not dependent. The noise was not reproducible during isometrics but was noticed while the patient was not moving. The lead remains implanted. The patient condition is normal.